Manufacturer narrative:
Device was returned for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, surgery for lumbar canal stenosis was performed using the expedium system. During the surgery, the pedicle probe (part#: 279702030, lot#: nw111296) got broken at the time of probing. The surgeon dealt with this event by replacing the reported product with a similar one. The surgery was successfully completed with a 5-minute delay, and there was no adverse consequence to the patient.

Manufacturer narrative:
UDI: (B)(4). One (1) straight expedium thoracic pedicle probe [product code: 2797-02-030] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located 40mm from the probe¿s distal tip. Device was then sent to greg schorn a staff research & testing engineer for fracture analysis. The fracture analysis report of the probe¿s fractured surface shows rough grainy appearances consistent across the entirety of the surface with no evidence of fatigue striations. This suggests that the probe underwent a quasi-static overload failure. No material defects or other abnormalities have been identified in the fracture analysis report. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the probe¿s distal tip breaking cannot be positively determined. However, the fracture analysis report suggests that the probe underwent a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.